Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The advocate indicated that the event has been occurring since last two months, but the event date for the specific reading in question was not provided, therefore, event date was captured as (B)(6) 2019. This event is related to MDR # 1810909-2019-00291.

Event description:
The customer reported that the blood glucose reading on his contour next meter was approximately 100 mg/dl higher compared to the reading obtained on the doctor's contour meter. Specific readings in question were not provided. There was no allegation of an adverse event. The test strips are not expected to be returned, since the strips used by the customer were from the doctor's office. A replacement meter kit was sent to the customer. Since the strip information used by the customer was not provided, this report will be submitted under the meter information.